Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the broncho videoscope had a damaged laser. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a high-energy endo therapy accessory (laser, radiofrequency, etc.) Was likely used without sufficient distance from the distal end. The instructions for use states the detection methods associated with the event in "bf-1th190 operation manual: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope." And the prevention methods in "bf-1th190 operation manual: chapter 4 operation:4.3 using endo therapy accessories.". Three attempts were performed to obtain additional information, but no response was received from the customer. Olympus will continue to monitor field performance for this device.